Event description:
IV catheter became dislodged from hub and went into vein. Surgery required in an attempt to retrieve the catheter. No adverse outcome to the pt.

Manufacturer narrative:
One used unit was received on 24 march 2008 and is currently being decontaminated. Upon receipt of the sample, it was noted that the catheter had retracted with the needle into the safety barrel of the device. Upon decontamination and completion of the investigation, a supplemental report will be submitted. Date submitted: 28 march 2008.